Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 100 mg/dl. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery but display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all the functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.